Event description:
Acct. Reports that the rubber septum "pulled away" from the housing. States they believe it is "user" error as they had not had any problems before and they have not had any further reports. No pt. Injury reported.